Event description:
It was reported that coating detachment occurred. The target lesion was located in the mildly diffused mid left anterior descending (lad). The 2nd diagonal (d2) artery was double wired with a 300 choice¿ pt guide wire to protect the d2 while the lad was being stented. After stenting the lad, the physician pulled back the wire; however,the wire met resistance as it was being removed. It was determined that a part of the wire or the wire coating was caught under the previously implanted stent. A stent was implanted in the ostial d2 to further jail any remaining wire part that was in the d2. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has the distal tip damaged, as part of overall visual revision. The visual inspection was performed and the device presents: the distal tip kinked and partially detached, exposing the corewire tip, approximately 2.0cm and measured using the calibrated ruler. No evidence of corewire fractured. All the outer diameter (ods) guidewire overall length taken were compared and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that coating detachment occurred. The target lesion was located in the mildly diffused mid left anterior descending (lad). The 2nd diagonal (d2) artery was double wired with a 300 choice¿ pt guide wire to protect the d2 while the lad was being stented. After stenting the lad, the physician pulled back the wire; however,the wire met resistance as it was being removed. It was determined that a part of the wire or the wire coating was caught under the previously implanted stent. A stent was implanted in the ostial d2 to further jail any remaining wire part that was in the d2. No further patient complications were reported.